Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during preparation of the device, it was noticed that the stent was not on the balloon and was located on the stylet. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was contrast visible in the inflation and guide wire lumen. The stent implant was not returned on the balloon, it was returned on the stylet with the protective sheath. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon where the stent implant had been between the markers. There were three kinks in the proximal hypotube shaft 22 cm, 62 cm and 96 cm distal to the strain relief tubing. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. A snap gauge was used to measure the stent implant. The outer diameter measurements met manufacturing criteria. A pin gauge was used to measure the inner diameter of the returned protective sheath. Product performance engineering reviewed the incident information and results of the returned device analysis. The analysis of the returned sds without blood and the dislodged stent implant being on the stylet with the protective sheath confirmed the reported complaint of stent dislodgement outside the body. The presence of contrast in the inflation lumen suggests that the preparation of the device was essentially completed before the dislodged stent was observed. Factors that can affect stent dislodgement outside the body, include, but are not limited to, positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, improper or inadequate crimping at the time of manufacturing. Analysis of the returned device indicated presence of crimp marks between the markers of the still tightly folded balloon, suggesting that the stent was at least crimped onto the balloon at the time of manufacturing. It is possible that the stent dislodged during the removal of the protective sheath. The inner diameter of the returned protective sheath and stent outer diameters were found to be within specifications. The exact cause of the stent dislodgement is unknown, but there is no indication of a quality issue. The noted kinks in the proximal hypotube shaft distal to the strain relief tubing were not reported and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported complaint of stent dislodgement. The lot history record review did not reveal any nonconforming material reports and a query of the complaint handling database indicated that there have been no other complaints reported for the part number/lot number combination. This MDR is considered closed by the product performance group.